Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), migraine ("migraine") and gluten sensitivity ("gluten intolerance"). The patient was treated with surgery (bilateral salpingectomy (removing tubes and coils only)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine and gluten sensitivity outcome was unknown. The reporter considered gluten sensitivity, medical device removal and migraine to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: gluten sensitivity and migraine incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), migraine ("migraine") and gluten sensitivity ("gluten intolerance"). The patient was treated with surgery (bilateral salpingectomy (removing tubes and coils only)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine and gluten sensitivity outcome was unknown. The reporter considered gluten sensitivity, medical device removal and migraine to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: gluten sensitivity and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complain). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy (removing tubes and coils only)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"), gluten sensitivity ("gluten intolerance"), intervertebral disc protrusion ("I have several herniated discs"), spinal stenosis ("spinal stenosis") and sciatica ("sciatica"). The patient was treated with surgery (bilateral salpingectomy (removing tubes and coils only)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine, gluten sensitivity, intervertebral disc protrusion, spinal stenosis and sciatica outcome was unknown. The reporter considered gluten sensitivity, intervertebral disc protrusion, medical device removal, migraine, sciatica and spinal stenosis to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: gluten sensitivity and migraine, several herniated discs, spinal stenosis, sciatica. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received reporter information was added. New event added several herniated discs, spinal stenosis, sciatica. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy (removing tubes and coils only)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"), gluten sensitivity ("gluten intolerance"), intervertebral disc protrusion ("I have several herniated discs"), spinal stenosis ("spinal stenosis"), sciatica ("sciatica"), tooth loss ("teeth just fall out in pieces"), tooth fracture ("teeth just fall out in pieces") and dental caries ("teeth just fall out in pieces/ cavity"). The patient was treated with surgery (bilateral salpingectomy (removing tubes and coils only)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine, gluten sensitivity, intervertebral disc protrusion, spinal stenosis, sciatica, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, gluten sensitivity, intervertebral disc protrusion, medical device removal, migraine, sciatica, spinal stenosis, tooth fracture and tooth loss to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: gluten sensitivity and migraine, several herniated discs, spinal stenosis, sciatica. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information was added. New event added : teeth just fall out in pieces, and teeth just fall out in pieces/ cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.